Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50 x 32 mm promus premier was implanted and a type b dissection was observed at the proximal edge of the stent. The patient experienced slow flow and changes in electrocardiogram (ECG). The dissection was covered with a 3.50 x 12 mm drug eluting stent and the procedure was completed. The patient fully recovered and was stable after the procedure.